Event description:
During a routine service call to the account, the olympus field service engineer ("fse") noticed that endoscopes, reprocessed in the automatic disinfector, were not being adequately reprocessed since the water filling the basin was entering the basin very slowly.